Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was showing less than three months of remaining battery. Patient reported beeping tones but not finding anything. Boston scientific technical services (ts) stated that the device had the ability to recover capacity even after explant has been triggered. This device was explanted. No additional adverse patient effects were reported.